Event description:
Consumer complaint of high blood results. Caller normally is about 120mg/dl 2 hours after meals. Based on parkes error grid analysis, the bias between the highest result given (286) and the normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4).